Manufacturer narrative:
On (B)(6) 2023, the client informs that the patient was referred to the hospital with suspected miscarriage (bleeding), but the hospital found that there were no signs of pregnancy. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 41535ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the product for the issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg assay was identified.

Manufacturer narrative:
Complete information from patient identifier: sid: (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative alinity I total b-hcg results for one 19-year-old female patient who is 7 weeks pregnant. The physician confirmed the pregnancy with ultrasound and the patient tested positive with urine. The following data was provided: sid: (B)(4) initial alinity I total b-hcg result < 2.30 miu/ml (= 5.00 miu/ml negative), alternate test results and diagnostic ranges: beckman result < 0.6 miu/ml (= 5.00 miu/ml negative), roche result 0.6 miu/ml (= 5.3 miu/ml negative). No impact to patient management was reported.